Event description:
The customer called to report that she was receiving boluses that she was not programming. Troubleshooting was performed by uploading the insulin pump. Found multiple boluses in the month of august using the bolus wizard feature. The customer stated that she never boluses this much, and stated that she did not program these boluses. Found that some of the boluses were within minutes of each other. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was programmed and monitored for two days with no unexpected rf communication between the insulin pump and the test blood glucose meter. The download history file shows multiple meter bg events from (B)(6) at 22:50 through (B)(6) at 23:09, followed by bolus wizard events and bolus deliveries corresponding with the estimate totals from the bolus wizard calculations. The button event file shows that the customer manually programmed and delivered all estimate totals using the normal bolus feature. No bolus or history anomaly was noted. The insulin pump passed all functional tests. The insulin pump did have a cracked case at the display window corner and a scratched display window.